Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor. The patient went to the department for treatment due to a heart attack and used a multi parameter monitor to monitor the patient's vital signs for 30 minutes. However, the display screen of the multi parameter monitor suddenly went black, making it impossible to monitor the patient's vital signs. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the root cause of the reported problem could not be determined. The issue was resolved by repairing the display screen and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl indicating that the device display went black after monitoring the patient for 30 minutes. Device was in clinical use at the time of event. However, there was no actual patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.